Event description:
It was reported that during the insertion of the anchor to the bone, the anchor broke. The broken pieces were removed.

Manufacturer narrative:
A visual assessment confirmed the reported breakage. Numerous threads of anchor have broken off. The broken pieces were not returned for evaluation. As reported the surgeon utilized a 3.8mm tapered awl to prepare the insertion site. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 5.5 mm threaded dilator. Further investigation is not warranted at this time.